Event description:
Report received of an incident involving a clave extension set that leaked. The pt was on the cardiac unit, with an unspecified IV fluid infusing via a peripheral IV site. The clave extension set was attached to the primary line for intravenous push administrations. The clinician reported having accessed the clave multiple times with cardiac drugs and saline flushed, using only luer lock syringes. The extension set had been in use for a few hours when the leaks occurred. The clinician reported that the extension set leaked at the clave causing blood to back up into the extension tubing. The clinician changed out the set with a set from the same lot without incidence. The pt's IV site remained patent. There was no report of pt harm or adverse pt effect. The pt has subsequently been discharged home. Although requested, no further info available.